Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving gablofen 2000 mcg/ml; 500 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2018. It was reported a motor stall was seen at initial interrogation. The patient recently had magnetic resonance imaging (MRI). The pump was filled (B)(6) 2018 and a motor stall recovery was noted with today's date (B)(6) 2018). The patient had not heard any pump alarms and the volume aspirated was within range with the expected. The patient did not have any withdrawals. The expected volume was 3.5ml and they aspirated 5ml. A few weeks prior to the MRI the patient experienced an increase in spasticity. The hcp planned to adjust the dose accordingly. No further complications were reported. Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The date of the event was approximately (B)(6) 2018. The MRI was performed on (B)(6) 2018 and the patient experienced increased spasticity a few weeks prior. Per the logs the pump motor was stalled from (B)(6) 2018 until (B)(6) 2018. The MRI was not related to the device or therapy. The increase in spasticity has not been resolved. The patient¿s weight was not available.